Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Investigation summary: the device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, no damages were observed in catheter. Dried blood residue is visible in hub and dried saline residue observed in outer body. No other damage or anomalies were observed. The microcatheter was attempted to be flushed using a lab-sample syringe, then a sample guidewire was introduced into the microcatheter received. Flushing was not successful, and the inserted wire was advanced approximately 115 cm before becoming impeded. The catheter shaft was dissected at this point, and it was found that the catheter was impeded by solidified blood residue. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The customer complaint regarding an obstructed microcatheter was confirmed. The amount of dried blood residue and saline suggest that the flushing applied during procedure may not have been sufficient, however this cannot be conclusively determined. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A manufacturing record evaluation was performed for the finished device 31623288 number, and no internal actions related to the malfunction were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a healthcare professional, that during an endovascular embolization, a 4mmx23 enterprise2 vascular reconstruction device (product code: encr402300, lot number: 9599748) became impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31623288) and could no longer be advanced. Based on this issue, the physician removed both the stent system and the microcatheter (mc) from the patient. New devices were then introduced, and the procedure was successfully completed. The event resulted in an approximate 20 minute prolongation of the surgery. No patient injury or adverse clinical impact was reported. Additional event information received on 24-feb-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. Flushing was maintained during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 20 minutes procedural delay did not result in a patient adverse consequence.